Event description:
It was reported that the device was not used during surgery, but instead the 'back-up' device was implanted. The device was returned to company headquarters in the explant kit provided. No further info is available at this moment.

Manufacturer narrative:
The device has not been implanted and is to be returned to the MFR for evaluation. When available, a device analysis will be submitted as a follow up report.